Event description:
This MDR is related to MDR 3013840437-2021-00077 and 3013840437-2021-00144 referring to the same patient. Follow-up information was received on 12-jun-2021: at the time of this report, the necrosis was healing, but the blindness was still there. The outcome of the events remained unchanged.

Manufacturer narrative:
The device history record for radiesse lot number 100133912 was reviewed. A lot search was conducted on the reported lot and other similar events were noted. No nonconformances were noted that would have contributed to this event.

Event description:
This MDR is related to MDR 3013840437-2021-00077 referring to the same patient. Follow-up information was received on 16-apr-2021: it was confirmed that the patient was female. Batch number was reported as 100133912. A lot search in the global safety database was conducted. At the time of this report, corrective measures were performed and were planned (as reported). The patient was on the road to recovery. As reported, she had partial blindness first with flashes of light. The ischaemia was progressing very well. Due to the provided information, the outcome of the events was considered as resolving, and therefore changed from not resolved. Follow-up information was received on 26-apr-2021: the batch record review was received and the lot number for radiesse® was confirmed as 100133912 (expiry date 10/2022).

Event description:
This MDR is related to MDR 3013840437-2021-00077 and 3013840437-2021-00144 referring to the same patient. Follow-up information was received on 19-may-2021: the event necrosis was added. The patient was seen on the (B)(6) 2021. The reporter informed, that at the time of this report, it was expected that the patient was going to remain blind. The necrosis improved and it had already receded considerably, and new skin was forming. Due to the provided information, the outcome of the event necrosis was considered as resolving and the outcome of the event partially lost her vision in the left eye was changed from resolving to not resolved. The outcome of the event ischaemia was left unchanged. As reported, the physician did not reveal how or with what he treated the patient, and at the time of this report, he was not going to.

Manufacturer narrative:
This case was assessed as reportable to the FDA as the event, partially lost her vision in the left eye (unilateral blindness), was deemed to meet serious injury criteria of requiring hospitalization and a permanent damage could not be excluded. The device history record could not be reviewed as the lot number was not reported.

Event description:
This MDR is related to MDR 3013840437-2021-00077 referring to the same patient. This spontaneous report was received from a (B)(6) physician and concerns an adult female patient (reported as approximately (B)(6) years old). She was injected subcutaneously, with a total of 0.2 ml of radiesse®, into the nose, on (B)(6) 2021. A total of 1.5 ml of radiesse® was diluted with 0.5 ml of lidocaine (product preparation issue, off label use of device), and injected very superficially in an anatomical variation of the artery, using a 25g cannula. In (B)(6) 2021, after the treatment with radiesse®, the patient experienced that she partially lost her vision in the left eye. The patient got it back, and then lost it again. The patient was hospitalized and given corticosteroids. The reporter was not fully aware of the treatment. At the time of this report, the patient was back home and the vision in her left eye was lost. Due to the provided information the outcome of the event was considered as not resolved. Follow-up information was received on (B)(6) 2021: intentional device misuse and the event ischaemia was added. The patients initials were provided (height 178 cm, date of birth was ambiguously reported as 19, patients gender was ambiguously reported as male). She was injected supraperiosteal, with a total of 0.2 ml (as reported) of radiesse®, into the back of the nose (also reported as bridge of the nose), for correction of the tip of the nose. The batch number was ambiguously reported as 8071m5k1. Needle used for injection was as 25g cannula. The patient was injected with 0.2 ml into the right side into one injection point. As reported, she was injected with 1.3 ml into the left side. The patient was previously, successfully, treated with radiesse®, into the nose, in (B)(6) 2021. Radiesse® was diluted with 0.5 ml of lidocaine. Further patients medical history and concomitant medication were reported as none. She had no disposition to lymph drainage problems, allergies, autoimmune diseases, intake of interferon or omalizumab, or surgical interventions in the past. Glogau classification was reported as ii. As reported, the injected initially physician refused the treatment because he was of the opinion that it was not necessary, but the patient absolutely wanted this minimal correction on the nose and urged the injected physician to do it. Following the correction, the patient looked in the mirror and was delighted with the result. On (B)(6) 2021, after the treatment with radiesse®, the patient experienced an ischaemia. Immediately after the treatment the patient felt that her eyes turned to the left and became grey, and she also had a headache. The injecting physician immediately started to inject the area with nacl (1-2ml) and hylase 500-1000ie, but unfortunately there was no improvement. The patient was taken to a clinic where a computerized tomography (CT) was performed and nothing was found. She was then taken to another clinic, where a magnetic resonance imaging (MRI) was performed. From there she was transferred to the hospital where she was hospitalized for 1 night. No systemic antibiotic was prescribed. On (B)(6) 2021, the patient expressed her wish to the injecting physician that she wanted to continue the treatment with him and that she wanted to stop the treatment in the hospital because nothing was being done there anyway. The injecting physician, however, thought all along that she was in good hands at the hospital and was treated accordingly. On (B)(6) 2021, the physician had a phone conversation with another physician who recommended the following treatment: aspirin 500mg (once a day), prednisolone 50 mg (once a day), hylase daily 500-1000 iu; pentoxifylline 400mg (3 times a day). The outcome of the event ischaemia was reported as not resolved. The outcome of the previously reported event remained unchanged as not resolved. In the opinion of the reporter, the event was of severe intensity, not life-threatening, permanent (also reported as unknown) and related to radiesse®.